Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and non-calcified right superficial femoral artery. A non-bsc 6fr introducer sheath and a non-bsc guide wire were inserted. Next, the physician advanced the 4mm x 20mm x 144cm sterling es balloon catheter across the lesion, inflated the balloon once to 8 atms and the sterling balloon ruptured. A 4mm x 40mm sterling es was used to complete pre-dilation and a non-bsc 6 x 40mm stent was placed. Next, a 4mm x 40mm sterling es was advanced to post-dilate the stent which completed the procedure. No patient complications were reported and the patient's status is good.